Event description:
The doctor placed the needle into the tumor (liver), deploy the hooks, control the placement with ultrasound = ok. Push the "rf" button to start the generator and the generator show on the display "bad device". Reverse the needle and see that one of the hooks are break out. Must recover the "lost" hook with grasp.